Event description:
It was reported that during a follow-up in clinic, oversensing noise was noted on right atrial (ra) lead. The lead was explanted and replaced. The patient was in stable condition before, during and after the procedure.